Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra malleable penile prosthesis for unspecified reasons. The existing components were explanted and replaced with a new device. No additional information was reported.